Event description:
A nurse reported that a patient experienced a corneal burn during a procedure. Additional information has been requested. This is the first of two reports for this facility.

Manufacturer narrative:
The company representative examined the system and found the system functioned normally. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).